Manufacturer narrative:
Correction to the initial MDR in block(s) b5.

Event description:
It was reported that the patient underwent an explant procedure due to health issues. It was not known if the health issues were device related. No device malfunction was suspected. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted device was discarded per hospital policy.